Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the wire.

Event description:
It was reported that the device would not release the wire during use. There were no allegations of adverse consequences associated with this event.